Event description:
A patient reported experiencing hypoglycemia, because their ot ii meter was not working. The ot ii meter had been repeatdly given patient a "not ok" message for the last three months. In the morning of 2001, patient reported feeling "sweaty, shaky and low". Patient went to the doctor and had patient bg tested on an hcp meter, where patient was found to have a blood glucose reading of 43 mg/dl. Patient had something to eat to raise patient blood glucose level and was discharged. No further information has been reported.